Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user intentionally allowed the pump to run out of insulin for extended periods due to supply concerns, while continuing to wear the device and receive cgm data, resulting in prolonged hyperglycemia followed by a severe low after reinitiating insulin; the user sometimes did not announce meals and did not treat high glucose values. Symptoms included hypoglycemia with impaired cognition and hyperglycemia. Outcomes included no hospitalization or external assistance and no reported injury beyond transient cognitive impairment during the hypoglycemic episode. Investigation included review of product-use history and user reports. Investigation of this case revealed device performance consistent with design, with user-driven insulin omission and suboptimal use practices, including lack of timely treatment of hypoglycemia and inconsistent meal announcements. It was concluded that the event resulted from user behavior and use error rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.